Event description:
The fracture of anterior part of the femur occurred during inserting the stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.